Event description:
It was reported that pt underwent revision of left hip arthroplasty on (B)(6) 2011. This was performed due to metallosis and elevated cobalt and chromium levels following two years of ongoing grinding and subluxation. The acetabular cup, taper liner, and modular head were removed and replaced.